Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor displayed an "occluder 1 fail" message as the device was powered on. The user restarted the device and the message disappeared. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.